Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing, the event was confirmed, and the device did not meet the standard specifications. It could not be specified what the foreign material was. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had cloudy lens and image. The device was returned for evaluation. During the device evaluation, the nozzle was clogged with foreign material and due to damage on suction tube in control section, foreign objects came out of distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, foreign objects in control section/ actuator. Due to wear of angle wire, bending angle in up direction and the play of upward/downward angulation control knob does not meet the standard value. Due to deterioration of adhesive on bending section cover a chip, a crack and white-clouded area were found. Nozzle was clogged hence water removal ability did not meet the standard value. Plastic distal end cover has a dent. Scratches on connecting tube, protector of universal cord on control section side, image guide tube and on universal cord were found. Part of the insertion tube is caught and pinched-the insertion tube becomes deformed and crack of resin part were seen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.